Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and watchman laa closure device and delivery system were used. The closure device was deployed, but it could not cover the inferior margin of the laa. When a partial recapture was being performed, the access system became kinked. The closure device was redeployed and implanted successfully. There were no patient complications that occurred.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) with blood in the device. The dilator was not returned for analysis. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed kinks in the sheath 4cm, 8cm, and 56.5cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and watchman laa closure device and delivery system were used. The closure device was deployed, but it could not cover the inferior margin of the laa. When a partial recapture was being performed, the access system became kinked. The closure device was redeployed and implanted successfully. There were no patient complications that occurred.